Manufacturer narrative:
The field service engineer (fse) reviewed data logs and found back up ventilation error codes that coincided with the ventilator inoperative alarm. The fse replaced the universal serial bus (usb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ¿ventilator inoperative¿ alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.